Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product quality issue. Base on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. Additionally, the reported patient effects of tissue damage resulting in mitral regurgitation (mr) was due to reported slda. The reported patient effects of mr and tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The second clip is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet and tissue damage requiring mitral valve replacement. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade of 4. One clip (91003u157) was implanted, reducing mr to 1. There were no issues recorded during the procedure. On (B)(6) 2020, the patient was re-hospitalized with increased mr of grade 4. A control echocardiogram was performed which found the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the p2 segment, there was tissue damage noted. A decision was made for a second mitraclip procedure. On (B)(6) 2020, the second procedure was performed, but when the clip (90919u168) was placed, tissue damage occurred. It was decided not to deploy the clip as the posterior mitral leaflet was too damaged and weak to hold the clip. Mr remained at 4. On (B)(6) 2020, the patient underwent mitral valve replacement successfully. No additional information was provided.